Event description:
Synergy china registry: it was reported that the patient died. In (B)(6) 2023, the subject was referred for cardiac catheterization. The target lesion was located in the middle left circumflex coronary artery (lcx) with 80% stenosis and was 18 mm long, with a reference vessel diameter of 4.0 mm. The target lesion was treated with pre-dilatation and placement of a 4.00 mm x 20 mm synergy stent system. Following post dilatation, the residual stenosis was noted to be 0%. Ten days later, the subject was discharged on aspirin and clopidogrel. On an unknown date in (B)(6) 2023, the subject died, and the primary cause of death was unknown. There was no other action taken to treat the event and it is unknown if an autopsy was performed.

Manufacturer narrative:
B2: date of event: the death date was note reported but it was reported it occurred in (B)(6) 2023. The first date of the august was entered as an estimate. B3: date of event: the event date was note reported but it was reported it occurred in august. The first date of the (B)(6) 2023 was entered as an estimate. E1: initial reporter address 1: (B)(6).